Event description:
Additional information revealed that the patient underwent surgical intervention wherein the entire system was explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers 3006705815-2021-03448, 1627487-2021-15601. It was reported that the patient's ipg was unable to be set to MRI mode. It was found that one of the leads had fractured. In turn, surgical intervention may take place to address the issue. As it is unknown which lead had fractured, both leads are being reported.